Manufacturer narrative:
A philips remote service engineer determined that the remote connection to the customer site is not active. The customer nurse advised that she will contact the facility biomedical engineer (biomed) to contact philips directly for additional troubleshooting or possible onsite service. To date, there is no record of the customer biomed calling back. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the monitors are alarming in the patient room, however they are not getting external alarms or popup notifications via caregroups. It is unknown if the device was in use on a patient at the time of the event, there was no adverse event reported.

Event description:
It was reported that the monitors are alarming in the patient room, however they are not getting external alarms or popup notifications via caregroups. It is unknown if the device was in use on a patient at the time of the event, there was no adverse event reported. There was no functional testing done as the remote connection to the site was not active. Based on the information available, there was no troubleshooting performed. The nurse stated they would call the site biomed to have them contact philips for troubleshooting. However, the biomedical engineer (biomed) did not call back. The issue could not be confirmed.